Event description:
It was reported that a malfunction alarm occurred with code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and the error did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.